Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc (bec) that there was a blue liquid leak between the coulter lh 780 hematology analyzer and the coulter lh 750 slidemaker. Customer reported that the volume of the leak was about 7 to 10 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found an old leak, heavily crusted/crystalized and bluish under the area where the lh780 analyzer and lh 750 slidemaker are connected together. The fse performed shutdown on both instruments with no sign of any acute leak. The fse followed up with the customer on the following day. Customer reported that there were no leaks and the system was functioning correctly.